Event description:
It was reported that a user experienced elevated glucose after announcing a smaller-than-usual meal for a meal that was a usual size for the user. The user received education on correct meal announcement protocol for the ilet. Symptoms included hyperglycemia, peaking at 217 mg/dl. Outcomes included no alerts or alarms and self-management with monitoring until glucose returned toward range. Investigation included troubleshooting and user education regarding correct meal size entry and postprandial monitoring. Investigation of this case revealed that the event was associated with incorrect meal size selection rather than a device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that user technique related to meal announcement was the cause.